Event description:
New information received notes that dft testing was performed. A programming change was made. The patient was stable after the dft test and was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with episodes of vt/vf. Review of the episodes revealed all therapies were delivered without converting the rhythm. The patient spontaneously converted subsequent to the delivered therapies. Programming changes were recommended.